Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a whistling noise coming from the pressure release valve and the locking components were power broken. Therefore, the reported condition was confirmed. It was determined that this was due to failure to follow the directions and running the device in the safe or load position. The assignable root cause was determined to be due misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing, it was observed that the motor device was leaking air. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device returned date: the device returned date was documented as nov 5, 2015 in the previous report. The device returned date has been updated as oct 29, 2015. Device evaluation: upon complaint review, the device evaluation was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a whistling noise coming from the pressure release valve and the locking components were power broken. Therefore, the reported condition was confirmed. It was determined that the leaking air / whistling noise was due to normal wear. It was determined that the cause of the power broken was due to failure to follow the directions for use and running the device in the safe or load position which is user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.